Manufacturer narrative:
An analysis of the instrument was initiated to determine the probable cause of the issue. Analysis found that the instrument would not verify when attached to a known good tracker returning a divot error of 2.3 mm to 2.7 mm. The instrument failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. A system checkout was performed on the sites navigation system. See regulatory report 1723170-2019-01984 for the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation devices being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that one of the sites straight suctions had been drilled on and was damaged. The site was able to verify the suction but then had some issues tracking it. A clinical specialist (cs) was unable to replicate any tracking issues and suspected metal interference during the clinical case. It was noted that during the clinical case the surgeon proceeded with the suction. There were 4 scratches on the top of the suction, but the site was not pursuing a replacement at the time of report. It was also noted that a second straight suction wasn't verifying easily and was difficult. The procedure was completed with navigation and no surgical delay. There was no impact on patient outcome.